Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was difficulty recharging and the recharger cannot connect with the ins. It was reported that the controller had a ¿poor recharge quality¿ screen 76 displayed. The patient reported that they saw an rm04 code also. The patient reported that the controller turned the device off. The patient reported that the ins battery was 90% and the controller battery was 100% when they noticed that the stim was off. It was reported that the stim turn of by itself. I patient reported that they were ¿not getting around as good as¿ they normally do.

Manufacturer narrative:
Product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the ins recharger resolved the issues about the s timulator turning off by itself.